Event description:
It was reported that pump experienced malfunction alarm that displayed code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin injection, and did not require assistance from a third-party. Technical support, reset pump, confirmed that malfunction did not recur, and continued using pump with instructions to call back if problem returned.